Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited fluctuating thresholds, high, fluctuating impedance and exit block du ring device replacement procedure. The rv was capped and replaced. No further patient complications have been reported as a result of this event.